Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During device analysis, the service team identified areas of missing or damaged sealing agent around the objective lens (ob) and light guide lens (lg) adhesive. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of areas of missing or damaged sealing agent around the objective lens (ob) and light guide lens (lg) adhesive is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.